Event description:
It was reported in a clinical study that approximately two years post-implantation, the patient underwent a hip revision due to severe pain and failed implants. Patient experienced pain, weakness, trochanteric bursitis, and possible iliopsoas tendinitis. The shell was retained and all other implants revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 650-1066, cer opt type 1 tpr sleve 0mm, lot 3111783, 10010246, g7 osseoti 4 hole shell, lot 65273587, 51-149080, tprlc xr mp fp t1 pps, lot 7148678, 30124006, 40mm i.d. Size f high wall liner, lot 65323993. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records confirmed the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.